Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic elbow surgery the device delivered irrigation fluid in the patient. During the first 20 minutes of the procedure, the pump functioned without any issues. Subsequently, the pump produced a ¿run-through¿ noise, similar to the sound when an irrigation bag is empty. The pump then indicated a pressure error. It was noted that irrigation fluid had been pumped into the surrounding tissue and the tissue became swollen. The surgery had to be aborted. A compartment syndrome could be prevented. According to the customer, the patient is doing well and can be discharged the day after the surgery.